Manufacturer narrative:
Additional information: the device was not available; therefore, product testing on the actual device could not be performed. The device identifiers were not provided; therefore, the device history records for this device lot number could not be reviewed. A review of the device labeling was completed. Stent obstruction is identified in the labeling as a known inherent risk of trabecular micro-bypass stent procedure. The IFU adequately provides instructions for stent implantation, precautions, and warnings for the proper use and handling of the device. MFR# reference: (B)(4).

Event description:
The following was reported through a review of a post-market clinical study. Reportedly, following an uneventful right eye trabecular micro bypass stent procedure, the patient presented with stent occlusion postoperatively. The stent occlusion was treated with laser including unspecified medications. Per report, there was no adverse impact to the patient. Any omitted information was not provided at the time of this report. Additional information is being requested.